Manufacturer narrative:
Manufacture date: 05/22/2017 - 05/23/2017. The device was returned contaminated with blood. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and could neither verify nor refute the reported issue. No functional testing could be performed because the sample was contaminated with blood. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set was leaking. During preparation of chemotherapy administration, a puddle of saline was identified on the floor coming from a small hole in the tubing. Chemotherapy had not yet been introduced to the line; therefore, saline was the only product that leaked. There was no patient involvement. No additional information is available.